Event description:
Report received of a death while the pump was in use. The pump was programmed to deliver an unspecified medication. No specific programming parameters were provided. The customer contact reported that the pt was "checked at sometime during the night, then again around 5am. Sometime after that, they were checked again and were found to have expired." The customer contact reported, "wedon't think it was an error contributed by the machine." Though requested, the customer declined to provide additional information.